Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6)2009; inratio: 1.7; lab: 2.4.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009; inratio: 1.7; lab: 2.4; mean: 2.05; confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to return. No further investigation will be required. The customer did not provide the strip lot number; complaint trending cannot be determined. No corrective action required at this time as no product deficiency was established.